Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply and fuse connections were evaluated and reseated. The power supply voltage was adjusted and returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that intermittently, the system displayed an error, failed to boot, and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.